Event description:
Additional information was received which indicated that there was no reflux issue with the probe; the surgeon experienced air pushing out from the port of the cutter.

Event description:
It was confirmed that there was no patient harm associated with the reported event. The initial decision to report was incorrect resulting in the initial report being submitted in error.

Event description:
A nurse reported that during a vitreoretinal procedure the probe was cutting but there was no suction or reflux. Additional information and product sample have been requested for this report.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
One 23 gauge ultra vitrectomy probe sample was returned. For this complaint file, the final customer lot was identified as lot 1690909h. For this final lot, three probe lots, manufactured in october and november 2014, were used to make up the final lot. A device history record review for each of the three lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. No anomalies were found during the device history record reviews for two lots. The product was released based on the manufacturer¿s acceptance criteria. The complaint sample was visually inspected using 25x magnification and deemed to be conforming. Actuation and aspiration testing were performed and deemed conforming. The probe was visual conforming and was functionally acceptable. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).